Manufacturer narrative:
Tech has replaced the CPR valve and head down valve. Told him to clean the valve ports and try it again. If the problem returns he should replace the manifold. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Info received indicated that the head section of the bed was drifting down. No injury reported. Slow drift.